Event description:
The customer reported the system intermittently failed to raise and make exposures. No report of patient of staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board voltage was adjusted. No failure was identified with the vertical lift. The system was then found to be operating as intended.